Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
It was reported that the pump was replaced due to normal battery depletion. The patient experienced withdrawal with underdose symptoms because the battery was not replaced in time. The patient was hospitalized. The device system was used to deliver morphine, bu pivacaine and clonidine. It was later reported that the patient was doing fine with her new pump.